Manufacturer narrative:
The device was returned for analysis. The stent was returned partially deployed but not flowered confirming the reported activation failure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Coagulation of the noted blood inside the guide wire lumen and inside the sheath likely contributed to the confirmed difficulties during return analysis. It is possible that the distal shaft was bent in the mildly calcified, tortuous and 60% stenosed anatomy preventing the shaft lumens from moving freely, thus resulting in resistance with the thumbwheel and the difficulty deploying the stent; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left common iliac artery that was both mildly calcified and tortuous and 60% stenosed. The 8.0/100mm on 80cm absolute pro was advanced to the lesion, but completely failed to deploy as the thumbwheel was jammed. The device was easily removed from the patient. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent system was used to continue the procedure. Device analysis revealed that the stent was returned partially deployed (exposed) but not flowered. No additional information was provided.